Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit was on a patient and the patient's oxygen (o2) percentage desaturated. The patient was manually ventilated with 100% o2 and saturations were fine; after placing the patient back on the ventilator, the patient desaturated again. The customer stated there were no alarms on the ventilator while it was operating. The customer replaced the ventilator with a different one and there was no further incident. The customer's biomedical department tried to evaluate the device, determining that the set oxygen concentration matched the device's monitored oxygen concentration, but was unable to evaluate the device with his external analyzer at that time.